Event description:
Event description boston scientific crm received information that a review of the daily measurements indicated this atrial lead exhibited increasing impedances of 473, 1800 and 3000 ohms. During a revision procedure, the lead was noted as fractured into two pieces and was removed from service. One portion of the lead was surgically abandoned and the other portion was explanted. No adverse patient effects were reported.